Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The outer shaft was kinked in 3 areas 1 at the nosecone, 1 at 49.5cm from the nosecone and the 3rd one at 59cm from the nose cone. The proximal shaft, middle shaft and the inner shaft were completely separated from the handle. The proximal shaft was kinked at 15cm from the proximal end of the shaft. The inner shaft was kinked at 28cm from the tip. The stent was returned and separated into 2 pieces. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage and stent deployment issues were encountered. Vascular access was obtained via the contralateral approach. The chronic total occlusion (cto), 20cm target lesion was located in the little tortuous left popliteal to superficial femoral artery (sfa). After a 6fr 45cm non-bsc introducer sheath was placed, a .035 -300cm non-bsc guidewire crossed the lesion. Then pre-dilation was performed using a balloon catheter. A 5x200 innova stent was deployed to the lesion. Another 5x200x130 innova stent was used to treat the lesion; however, after the physician had gone 120mm with the wheel, the pin was frozen to the handle and it became stuck. An attempt was done to get it unstuck but the stent started to become elongated in the vessel and everything became stuck. Then the stent had started to dislodge and became elongated in the vessel after a lot of force was used to dislodge everything. After the stent became elongated into the sheath, the physician had to pull the whole access in the patient and some of the stent was exposed from the patient's puncture site. The sheath was removed and the exposed stent was cut with scissors. Balloon angioplasty was performed to open up what was left of the stent and the procedure was aborted as it had a suboptimal result. The patient has not undergone surgery to repair the partial deployment and the physician was able to close without further incident. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage and stent deployment issues were encountered. Vascular access was obtained via the contralateral approach. The chronic total occlusion (cto), 20cm target lesion was located in the little tortuous left popliteal to superficial femoral artery (sfa). After a 6fr 45cm non-bsc introducer sheath was placed, a .035 -300cm non-bsc guidewire crossed the lesion. Then pre-dilation was performed using a balloon catheter. A 5x200 innova stent was deployed to the lesion. Another 5x200x130 innova stent was used to treat the lesion; however, after the physician had gone 120mm with the wheel, the pin was frozen to the handle and it became stuck. An attempt was done to get it unstuck but the stent started to become elongated in the vessel and everything became stuck. Then the stent had started to dislodge and became elongated in the vessel after a lot of force was used to dislodge everything. After the stent became elongated into the sheath, the physician had to pull the whole access in the patient and some of the stent was exposed from the patient's puncture site. The sheath was removed and the exposed stent was cut with scissors. Balloon angioplasty was performed to open up what was left of the stent and the procedure was aborted as it had a suboptimal result. The patient has not undergone surgery to repair the partial deployment and the physician was able to close without further incident. No patient complications were reported and the patient's status was okay.